Event description:
A physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. The starclose sheath did not split. Closure was achieved with surgery.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.